Event description:
It was reported via repair work order that bed alarm was volume was very low. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the unit could not be located by the hospital or technician for evaluation. If the unit is located at a later date, a new complaint will be entered detailing the evaluation results and any correction required. Bed could not be located to perform evaluation.

Event description:
It was reported via repair work order that bed alarm was volume was very low. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.